Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that at implant a 10 j shock was performed and it induced the patient into ventricular fibrillation. The device was able to provide a subsequent shock that converted the patient. Technical services discussed that this shock could technically be considered a successful test. The shock impedance was a little high so the electrode was re-tunneled and a lower shock impedance was produced. No adverse events were reported.